Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Black discharge vagina [vaginal discharge] pieces of tampon still left inside- vagina [foreign body in reproductive tract] it had come apart- tampon [device breakage] case narrative: consumer reported via e-mail that there were pieces of tampon inside her vagina that had come apart. No serious injury reported.